Event description:
International affiliate reports the tip of the viper2 x15 hexlobe rod tightener broke during surgery. No fragments were left in the patient and there was no resulting delay. No adverse consequences to the patient. A substitute instrument was used to finish the procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper2 x15 hexlobe rod tightener was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint trend analysis found no related complaints for this issue. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. Should the product device become available at a later date, then complaint will be reopened and samples evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture at the driver¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record is not needed as it was conducted in the original investigation summary and no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It was also indicated that the evaluation of the device did not change the parameters of the trend analysis and as such a new trending is not deemed necessary. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.